Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 120. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "1y po valve is blocked. Explanted." All med watch submissions related to this patient are: 3004721439-2019-00008 (this report); 3004721439-2019-00009.

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a return kit. No significant deformation or damage of the valve were detected during the visual inspection. The permeability test has shown that the valve is permeable. This is a fixed pressure valve. An adjustment test is not applicable. This is a fixed pressure valve. A braking force and brake function test is not applicable. We performed a visual inspection of the shunt assistant. No deformation or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The valve was shown to be permeable. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. All med watch submissions related to this patient are: 3004721439-2019-00009.